Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a procedure. According to the complainant, during the procedure, the plastic sheath detached while removing the device from the scope. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached and the catheter was kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was detached. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a procedure. According to the complainant, during the procedure, the plastic sheath detached while removing the device from the scope. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported event of flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.